Event description:
It was reported that the cannula length on one (1) size m6.5 sct, specialized tracheostomy tube was too short. This was detected during procedure set-up for a scheduled trach tube change. A second device was available. There was no direct pt involvement or reported pt compromise. The m6.5 sct device was returned to the MFR for analysis and investigation.